Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoding error and motor error. Customer¿s blood glucose level was unknown. Customer unable to request to rewind the insulin pump. Customer also reported frozen display. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm, frozen display anomaly, no displayable history crc check failed on startup alarm and no unexpected battery power loss anomaly during test noted. Motor passed motor test. (B)(4).